Event description:
It was reported that the patient experienced a shocking/jolting sensation. She turned around and felt a "pop and pull" in her back. The device was turned off. Per the physician, the patient experienced pain at the device site. X-rays were normal and the device was reprogrammed. There was no injury to the patient.